Event description:
Pt presented for radiation therapy, an s-bar device was placed per MFR instruction on the treatment table. Pt lay down on the table with moderate force, and the device gave way causing the pt to fall. Pt sustained bump on his head and right shoulder injury. Was seen at a local emergency dept and told that his shoulder was sprained, he tore some ligaments, and had a small ac separation. A sling was placed.